Event description:
The device was implanted in 2006. Although the exact date is unknown, sometime at the end of 2008, the device broke, resulting in symptoms like an emboli in the pulmonary artery. Intervention was done by the radiology department as they successfully removed the remaining portion from the pulmonary artery. All parts were successfully removed and a new tpn line was placed.

Manufacturer narrative:
Evaluation: the complaint device was returned to our facility in an opened and used condition and in six sections. We can advise that our quality control personnel confirms each extension and main catheter shaft and also verifies the specified strain relief tubing is securely molded to the manifold without voids or cracks. They also confirm the catheter surface is clean and free of damage or excessive imperfections, prior to further processing. It should be noted that the attached IFU (c_t_tpn- rev.2) under "suggested catheter maintenance" states: "if catheter is not to be used immediately, its lumen should be maintained by continuous saline of heparinized saline drip or locked with heparinized solution." Although we can not say with certainty the root cause for the reported difficulty, based on the evidence displayed, it is feasible to say the catheter may have been over pressurized during use. We will continue to monitor this device.